Event description:
It was reported the right atrial (ra) and right ventricular (rv) leads had noise and clavicular crush. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted, all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the distal conductor fractured due to overstress, the proximal conductor was fractured due to overstress, the inner insulation was kinked/buckled, the outer insulation was kinked/buckled, all insulation's torn, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, lead was stretched and there was apparent severe explant damage. (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.